Event description:
Pt was on the exercise machine in outpatient therapy, (work hardening program), in the seated position with the lever arm in front of her chest. The lever arm moved unexpectedly and pushed the pt backward. Pt denied injury and did not wish to see physician. On 3/14/94 therapist called pt; pt reported increased soreness in back extension and was seen by md that day. On 3/21/94 pt had follow-up appointment. X-ray negative; missed one-half week of treatment but this did not jeopardize her program. Equipment was shut down immediately, co contacted and said relay in equipment was bad. MFR sent person to repair.